Event description:
It was reported that there was a cot drop resulting in an injury to the patient. Additional information has been requested.

Manufacturer narrative:
B5 summary and section h codes updated to reflect the findings of the completed investigation. H3 other text: customer did not make unit available for evaluation.

Event description:
It was reported that there was a cot drop during unloading resulting in an injury to the patient. Additional information was requested but was not made available by the customer.